Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of suspected micro emboli could not be confirmed and no device-related issues were discovered during the evaluation of the returned lvad p ump. The device was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and 5¿ of the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was returned detached from the device. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found down at home. The patient was intubated and transported to the emergency department where the patient coded and expired. It was reported that there were no known events leading up to the patient¿s expiration that would indicate a device problem. The patient did have a traumatic exterior injury close to the time of the event; he was hit in the back with a large object. He had subsequently been seen in the clinic and was going to have a computed tomography scan to rule out any internal damage. The patient went home and was doing well just minutes prior to his relative finding him down. He was texting on his phone immediately prior to the event. An autopsy is pending. The vad team is unsure if the event was device related; however, it was reported that they believe the patient had micro emboli showering from somewhere, but could not be definitive in the diagnosis. Upon gross inspection, the pump appeared to be clean.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.